Manufacturer narrative:
(B)(4). The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It has been reported that the revision was required due to a periprosthetic fracture following a fall and not due to a fault with the device. Therefore this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 2 years and 6 months due to a periprosthetic fracture following a fall.